Manufacturer narrative:
Investigation summary the photos were received by bd for evaluation. A quality engineer was able to review the photos of a blister pack for a bd 1ml from lot # 1147957 regarding item # 391452 with the reported issue of ¿catheter tip damage¿. There are no samples and two photograph received from the customer along with the reported complaint of catheter tip damage. The investigating team has used the retention samples of item # 391452 and lot # 1147957 for investigating the reported defect. Investigation team first collected the data for investigation. For this the team identified station number 15 in tda ¿a (station # 15 is the station in which the beveling of catheter is done with the help of a blade & any issue with the blade such as getting blunt will cause improper cutting & hence will result in catheter tip damage) and station number 3 & 18 in va 31 (station 3 in va is one in which the ex tda is assembled with catheter adaptor & station 18 is one in which the protection hub is assembled) for sampling. If the assembly is not proper at both these stations the catheter tip will get damaged as these stations, there is a direct interaction of catheter with other components. Ten samples were collected for each station of both the machines & defect analysis was done. The results were as shown below. Tda-a: out of 40 samples, one defect (catheter tip damage) observed va 31 station no # 3: out of 40 samples, one defect (catheter tip damage) observed va 31 station no # 18: out of 40 samples, 10 defects (catheter tip damage) observed from the analysis of the results, the team then focused on va 31 & collected the samples from station number 3 to station number 18, and out of 140 samples collected, five defects were found in total. Based on the results, the team did rca and the following conclusions were drawn for the defect causes: loose/ excess pulling was happening at station # 8 in tda-a station # 15 blade changing frequency is of 30 minutes and it was not getting marked so a conclusion was drawn that the blade changing timing adherence is not proper. Station # 18 centering was getting disturbed frequently due to which the catheter was getting damaged while assembling protection hub.

Event description:
It was reported that 10 bd venflon¿ IV cannulas had a damaged catheter tip. The following information was provided by the initial reporter: "while placing the access system, the catheter cannot enter the vein ¿ it always gets stuck."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 10 bd venflon¿ IV cannulas had a damaged catheter tip. The following information was provided by the initial reporter: "while placing the access system, the catheter cannot enter the vein ¿ it always gets stuck."

Event description:
It was reported that 10 bd venflon¿ IV cannulas had a damaged catheter tip. The following information was provided by the initial reporter: "while placing the access system, the catheter cannot enter the vein ¿ it always gets stuck.".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. H.6. Investigation: the samples were received by bd for evaluation. A quality engineer was able to review the returned samples of (13) from lot # 1147957 regarding item # 391452 with the reported issue of ¿catheter tip damage¿. There are thirteen samples that were received in open undamaged condition and two photographs from the customer along with the reported complaint of catheter tip damage. The investigating team has also used the retention samples of item # 391452 and lot # 1147957 for investigating the reported defect. The investigation team first collected the data for investigation. For this the team identified station number 15 in tda-a (station # 15 is the station in which the beveling of catheter is done with the help of a blade and any issue with the blade such as getting blunt will cause improper cutting andhence will result in catheter tip damage) and station number 3 & 18 in va 31 (station 3 in va is one in which the ex tda is assembled with catheter adaptor and station 18 is one in which the protection hub is assembled) for sampling. If the assembling is not proper at both these stations the catheter tip will get damaged as these stations, there is a direct interaction of catheter with other components. Ten samples were collected for each station of both the machines and defect analysis was done. The results were as shown below. Tda-a: out of 40 samples, one defect (catheter tip damage) observed va 31 station no # 3: out of 40 samples, one defect (catheter tip damage) observed. Va 31 station no # 18: out of 40 samples, ten defects (catheter tip damage) observed. From the analysis of the results, the team then focused on va 31 and collected the samples from station number 3 to station number 18 & out of 140 samples collected, five defects were found in total. Based on the results, the team did rca and out of which the following conclusions were drawn for the defect causes: loose/ excess pulling was happening at station # 8 in tda-a. Station # 15 blade changing frequency is of 30 minutes and it was not getting marked so a conclusion was drawn that the blade changing timing adherence is not proper. Station # 18 centering was getting disturbed frequently due to which the catheter was getting damaged while assembling of protection hub. H3 other text : see h.10.